Manufacturer narrative:
The initial report was filed for event description of control reading which was automatically marked as blood reading. However, the actual event is about blood reading that was automatically marked as control reading in the meter's memory. Updated with the correct event description. Model #, lot #, device identifier # and expiration date and device manufacture date have been populated. The customer did not return the suspected product for evaluation. Therefore, in-house contour next meter was tested with in-house contour next test strips from lot # 9apeg09b, which gave satisfactory performance. All blood readings obtained during in-house testing were properly marked in meter's memory.

Event description:
The customer ran a blood test and obtained a reading of 20 mg/dl on the contour next meter. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. Since the customer did not have control solution, the product information could not be obtained, therefore, model #, lot # and expiration date were not captured and device manufacture date could not be determined.

Event description:
The customer ran a control test and obtained a reading of 20 mg/dl on the contour next meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The control solution is not expected to be returned as the customer did not have control solution. A replacement meter kit was sent to the customer.